Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead perforation occurred. The rv lead remains in use, and replacement planned for a later date. No further patient complications have been reported as a result of this event.